Event description:
Ous MDR - after an implantation time of about 28 months, oversensing was reported.

Manufacturer narrative:
Ous MDR - during the analysis of the lead, it was noted that the insulation of the lead body was damaged about 58 cm distal the connector pin due to fraying. This damage can be regarded as the cause for the clinical complaint. The observed damage manifestation requires an excessive mechanical load of the lead over a longer period of time. This is probably due to the position of the lead in the implanted state. Diagnostic images to characterize the positional relationships of the implanted system were not available for analysis. The severely deformed shock coils, the conductor fracture of the rope conductor to the rv shock coil and the damage at the distal end are probably a result of strong tensile forces during the explantation. There were no indications of mfg errors or material defects found.